Event description:
Per the clinic, the patient was explanted due to device tip fold over confirmed by x ray and a CT scan. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B) (4).

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/pt for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The pt stated that the alleged issue began on (B) (6) 2010 (time not clearly specified). The pt reported blood glucose results of "190 mg/dl" with the subject meter and "139 mg/dl" on the onetouch profile meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30% and/or <=30 mg/dl. Per the pt, she manages her diabetes with insulin (no adjustments); however, as a result of the alleged issue, the pt stated she decreased her food/drink intake on (B) (6) 2010. Twenty four hours after the reported issue began, the pt claimed she felt nervous, shaky, and had an elevated blood pressure. The pt denied receiving any treatment as a result of the alleged meter issue. At the time of troubleshooting, the cca verified the correct unit of measurements on the subject meter and that the blood glucose results were from the approved (per owner's manual) sample site. In addition, the cca noted that test strips were not stored properly (as recommended in the owner's manual) and/or the test strips were expired. Replacement products were sent to the pt. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.